Event description:
The ge oec 9800 fluoroscopy system was reported to lock-up and require a reboot if left on for an extend period (such as between cases). The system would display a communication error when this malfunction occurred.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system needed a single board computer (sbc) upgrade. The sbc was upgrade with the associated components and software, to restore proper function. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.